Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked. The customer's blood glucose was 350 mg/dl at the time of incident. Customer was treated with injection. Customer reports the cannula was crimped on upper buttocks .troubleshooting was performed. The reservoir will not be returned for analysis.